Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. Unit had minor scratched lcd window, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the compromised force sensor system alert when filling tubing and the fist time squirted out. The blood glucose was 151 mg/dl at the time of the incident. Customer stated that, the insulin is squirting out during the manual prime process. The drive support cap is sticking out. Customer advised to replace and discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.